Event description:
It was reported that the ipg became unable to communicate with external devices and the patient lost weight causing pain at the ipg site. As a result, surgical intervention may be undertaken to address the issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
D10 corrected: based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.